Event description:
Additional information later reported that the pain clinic where the patient gets their refills, let the pump refill time lapse and the pump ¿died¿ as a result. The patient had the pump replaced but the hcp has not turned her medications back up. The patient also stated that the hcp¿s office keeps losing doctors and was seeking a new hcp.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039985r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump revealed no significant anomaly; eos (end of service) due to time progression. (B)(4)

Event description:
It was reported that a critical alarm was heard and telemetry was not yet performed. It was also reported that the physician performed telemetry and the physician told the patient the pump could not be calibrated nor could the physician tell the patient what was wrong. The patient saw the physician on (B)(6) 2013 around 4 pm and the patient was told the pump was alarming. The patient first heard the alarm herself around 9 pm on that same day. Despite not being able to ¿recalibrate¿ the pump the pump was refilled. The patient was not given oral medications because it was not known if the pump was still distributing the drug. The patient had felt flu symptoms a week prior on (B)(6) 2013 and was diagnosed with the flu on (B)(6) 2013. The patient experienced throbbing/aching arms and legs. The patient thought some of the feeling was the pump slowing down before it stopped. The patient had never been notified of any elective replacement interval or end of service status for the pump. The patient request a physician list as she could not get a hold of the health care provider or surgeon and needed the pump replaced as soon as possible. This device system delivered bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report. (See related (B)(4) difficulty extracting drug 2009) it was further reported that the pump was interrogated and end of service (eos) had occurred on (B)(6) 2013. The representative was waiting for the physician in order to update the pump, have it turned off and silence the alarms. The patient was waiting for insurance approval for the replacement and hoped to have the pump replaced the following week. (B)(6) 2013 (e1a/rep): it was further reported that the patient was scheduled to have the pump replaced on (B)(6) 2013 and the pump was expected to be returned. The pump logs further indicated that the elective replacement indicator (eri) occurred on (B)(6) 2013 and eos occurred on (B)(6) 2013. On (B)(6) 2013 the stopped pump period may exceed tube set also occurred. Lastly, the pump was successfully replaced with good cerebral spinal fluid with present catheter. The patient was recovering well p ost-operatively.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.